Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 3.00mm x 24mm liberte stent was advanced but was unable to cross the lesion despite several attempts. The device was removed and it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.